Event description:
The dealer states the arms are bowing inwards when the customer's seating in the wheelchair and the wheel locks won't lock into place. The dealer advised the customer is within the weight capacity of the wheelchair.